Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the surgeon noted patient had hip pain and determined it was being caused by metal on metal articulation. Surgeon removed 40x56mm ultamet liner and m-spec 40mm -2 head. Surgeon re-implanted 40x56mm +4/10 degree altrx liner and 40mm +5 ceramic ts head. Original implant date unknown. Doi: unknown; dor: (B)(6) 2019; left hip.